Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished/variable r-waves, t-wave oversensing (twos) and sensing integrity counter (sic). In addition, the right atrial (ra) lead experienced atrial oversensing and far field r-wave (ffrw) oversensing. The rv and ra lead sensitivities were increased and remain in use. No patient complications have been reported as a result of this event.